Event description:
The patient was implanted with a left ventricular assist device. Approximately 6 months post-implant, the patient reported high hemolysis parameters and feeling less support from the pump. An echo was performed which showed an enlarged left ventricle and low flow through the pump. The lysis protocol was performed, however, the expected effect was not obtained. A decision was made to exchange the pump five days later.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.